Event description:
The nurse reported the footswitch would not control the irrigation during surgery. The nurse controlled the irrigation manually in order to complete the case. No pt harm was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).